Event description:
The reporter indicated that the surgeon noted a 12.6mm vicm5_12.6 implantable collamer lens of diopter -9.00 tore/broke during loading on (B)(6) 2024. The damage was noted "after opening vial". The lens was not implanted. . Reportedly "did not make patient contact". On the same day a back up lens of the same parameters was implanted into the patients right eye (od) and the problem was resolved. Status of the eye: "doing very well". The reporter indicated the cause of the event was user error and the device did not fail to perform as intended. Cause details provided: "piece of lens tore off while seating icl into the tip of the lens cartridge using the icl loading forceps".

Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. (B)(4)